Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnoses: low back and leg pain, status post lumbar laminectomy, status post motor vehicle accident. For which, patient underwent following procedures: l4 and l5 redo laminectomy. Left l4-5 discectomy. L4-l5 posterior lumbar interbody fusion. L4-l5 cage placement. L3-4, l4-5 and l5-s1 posterolateral fusion. L3 to s1 posterior fixation with pedicle screw and rod construct. Left iliac crest morselized bone graft. Microscopic dissection. Fluoroscopic guidance. Bone morphogenic protein. Per op notes, pre-op MRI of patient showed a left l4-5 stenosis with possible facet joint cyst or disc herniation. Per operative notes: "a 10 mm tall fusion cage packed with morselized bone graft and bone morphogenic protein were inserted and countersunk 2-3 mm under fluoroscopic guidance. Once the interbody fusion was completed the lateral lamina and transverse process of l3, l4 and l5 and the sacral ala were decorticated and bone graft was placed along the lateral lamina and transverse process from l3 to s1 along with bone morphogenic protein. Patient tolerated the procedure well without any intraoperative complications". On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.